Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. No rewind anomalies noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube lip, reservoir tube window, belt clip slot and battery tube threads. Unit received with minor scratched lcd window and case. Unit received with missing end cap sticker.

Event description:
The customer reported via phone call that insulin pump was making noise after pressing act button. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. Customer used screw driver to push down the piston firmly and the software of the pump was rewinding. The drive support cap was recessed. The insulin pump will be returned for analysis.